Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the monopolar curved scissors (mcs) instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the reported complaint. The instrument was found to have blades damage at the midpoint of both blades. Blades edges were indented and chipped as reported by the customer. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument.

Event description:
It was reported that during central processing, the monopolar curved scissors (mcs) instrument's blade was chipped. There was no report of patient involvement.